Event description:
It was reported that during a routine follow up a red error message screen was seen involving this device. The device battery showed 7% remaining longevity before elective replacement indicator (eri) is triggered. A request for device data review was sent to technical services (ts). Device data was reviewed and it was confirmed that the error code seen was a long charge (lc) error code which triggered beeping tones. Ts noted that therapy may be available but time to therapy was likely longer then expected and the potential for loss of therapy was high. Device replacement was recommended. No adverse patient effects were reported. The device remain implanted.

Event description:
It was reported that during a routine follow up a red error message screen was seen involving this device. The device battery showed 7% remaining longevity before elective replacement indicator (eri) is triggered. A request for device data review was sent to technical services (ts). Device data was reviewed and it was confirmed that the error code seen was a long charge (lc) error code which triggered beeping tones. Ts noted that therapy may be available but time to therapy was likely longer then expected and the potential for loss of therapy was high. Device replacement was recommended. The device was subsequently explanted and replaced. No further information was available regarding the return of this device despite efforts to obtain this information. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was explanted. Upon additional informiaotn this investigation will be updated.